Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was closed once and the jaws would not open. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.